Event description:
Reporter states the compact plus system provided results of 181mg/dl, 190mg/dl, and 199mg/dl but stored those results as 94mg/dl, 98mg/dl, and 76mg/dl respectively. No action reportedly taken on device results. No adverse event reported. Requested return of suspect device and replacement was sent.